Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high ventricular rate episodes were observed on the right ventricular (rv) lead due to oversensing and noise. High ventricular rate episodes resulted in inappropriate pauses in pacing. The patient was in stable condition.

Event description:
Additional information was received indicating that the lead will continue to be monitored and no intervention was performed.